Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and 2 three-way stop cocks was returned for evaluation in original opened packaging box. A non-edwards contamination shield was located on the catheter body between 48 cm and 100 cm proximal from the catheter tip. No introducer was returned. The attached non-edwards contamination shield was removed for evaluation. Blood was observed from the optical module connector. As reported, the optical module connector extension tube was completely broken off at 8cm proximal from the backform. Cross surfaces appeared uneven and rough. Leakage was observed from the broken area of the optical module connector extension tube when air was injected into the distal lumen. The catheter was found to have an interlumen leakage in the catheter body at 106 cm proximal from the catheter tip between the distal and optical fiber lumens. The proximal injectate lumen was patent without any leakage or occlusion. No visible damage to the balloon or returned syringe was observed. The balloon inflated clear, concentric and remained inflated for more than 5 mins. Without leakage. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. Customer report was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that blood leakage was observed from the optical module connector during surgery. Reportedly, the customer cut the optical module connector cable and flushed the catheter with priming solution but there was no damage to the catheter body. It is unknown in what type surgery the catheter was used. Although there was blood leakage observed, there were no patient complications reported by the customer.